Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. With the exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the astron clear splint. It was reported that the patient experienced "contact dermatitis." It is unclear when the patient received the device, but first used it (B)(6) 2021. The reaction occurred approximately 10-14 days after use (exact date unknown). The patient continued using the device until 10-1-21. The reaction resolved a few days later (B)(6) 2021. The patient did not require any medical intervention but was seen by the provider (B)(6) 21. The patient has no medical history but has a confirmed allergy to methyl methacrylate. Current patient status is listed as "getting better." With regards to the device: the provider noted the device was cleaned with" soapy water." The patient used colgate toothpaste and isopropyl alcohol. The colgate toothpaste was used all the time prior to appliance with no problems. The alcohol was used after she already had a rash.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth. Exterior surface had some visible signs of wear. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was a milky color; not transparent. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient used colgate toothpaste and isopropyl alcohol. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Additionally, the doctor noted the patient has a confirmed allergy to methacrylate. Per safety data sheets' clearsplint (powder component) & clearsplint (liquid component), the products contain the following substances which are derivatives of methacrylate: polymer (ethyl methacrylate) - powder component, ethoxyethyl methacrylate - liquid component. Rpt 012574 rev. 1.0 (clearsplint biocompatibility report) was conducted to report the results of biocompatibility testing clearsplint® nightguard materials complete with all dyes and metals used for construction of the device. Samples of clearsplint material were created meeting required surface areas and simulating the final device for biocompatibility testing. All accessory materials and colors available for use in the device were tested. The findings in rpt 012574 rev. 1.0 (clearsplint biocompatibility report) stated that "clearsplint material with blue dye & metal alloy was considered biocompatible when tested for cytotoxicity, sensitivity, oral mucosal irritation & dermal irritation. Clearsplint material with red dye cleared cytotoxicity, sensitivity & dermal irritation test but it was considered as minimal irritant for oral mucosal irritation."